Event description:
The customer reported that 10 minutes after the start of an apheresis procedure, they noticed blood leaking onto the floor and onto the machine. No medical intervention was required for this event. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The 4l waste bag from the spectra disposable was received for investigation. Upon visual inspection the bag was noted to have a leak at the rear side of the bag opposite the bond port. The bag appeared melted, this was due to solvent dripping from the opposite bond port which damaged the bag. Root cause: the defect was caused by application of excess solvent to the tubing bond socket of the bag (during manufacturing).correction: manufacturing staff were made aware of this failure mode and retrained to the appropriate procedures.